Event description:
It was reported that patient was experiencing ineffective therapy. Upon further investigation, system diagnostics recorded high impedances on the lead. Reprogramming took place but was unsuccessful. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Manufacturer narrative:
Section d10 - concomitant medical products and therapy dates corrected the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.